Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified IV tubing fell apart as it was being loaded into a pump. The last leg of the tubing (the portion that connects to the patient) came loose from the y-injection port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b3/d10: the event occurred on 10/3/2023 (previously submitted as asku). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and the y-site was observed separated from the tubing. Due to the nature of the sample no further testing could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.